Event description:
It was reported by the customer that they had low blood glucose level of and upon inquiring further, it was discovered that he had been hospitalized on (B)(6) 2014. Customer advised to disconnect from pump. During troubleshooting, customer stated they had overdosed and programmed the incorrect insulin delivery amount. Blood glucose level was 38 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.